Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of ivig (intravenous immunoglobulin), with a container size of 300 ml, and the delivery was started. No specific programming parameters were provided. After an unspecified length, the nurse reported the device alarmed that the delivery was complete; however, the volume infused was 250 ml instead of the expected 300 ml. The customer contact indicated that 18 minutes remained in the unspecified duration of the delivery. The device was removed from clinical use. Therapy was completed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.